Manufacturer narrative:
The t:slim pump user guide states that the incomplete cartridge change alert occurs when you select change cartridge from the load menu but did not complete the process within 3 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was on the change cartridge screen and received a change cartridge alert 13. The customer reported that the screen was locked and received a message to remove cartridge and install a filled cartridge. The customer's blood glucose level was 252 mg/dl during the reported event. The customer stated that the cause of the high bg level was due to recently eating. The customer reported would deliver a bolus after changing out cartridge and site. During troubleshooting with tandem technical services (cts), cts educated the customer that the change cartridge alert occurs when on the change cartridge screen for more than 3 minutes. The customer acknowledged. The customer was able to complete the load process while contacting cts.